Manufacturer narrative:
The initial MDR 2517506-2017-00219 was filed on march 1, 2017. Additional information (03/02/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc found the discordant results were obtained for the initial run from the primary tube. The same sample was repeated in a "small sample container" cup for carbon dioxide, also generating discordant results. The assays for the discordant results, enzymatic creatinine, blood urea nitrogen and carbon dioxide were run on three independently operating servers pointing to the aliquot for the initial run of this sample. The cause of the discordant, falsely depressed blood urea nitrogen, enzymatic creatinine and carbon dioxide results is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material impacting the proper aspiration and sampling. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer performed patient comparisons for enzymatic creatinine, resulting within range. The customer provided their quality control (qc) data. The customer's qc was in range at the time of the event. Siemens is investigating the event.

Event description:
Discordant, falsely depressed blood urea nitrogen, enzymatic creatinine and carbon dioxide results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). For carbon dioxide, the customer repeated the same sample on the same dimension vista instrument, resulting higher. The customer, for blood urea nitrogen and carbon dioxide, repeated the same sample on an alternate instrument, resulting higher. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed blood urea nitrogen, enzymatic creatinine and carbon dioxide results.